Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was unable to be confirmed as no device and/or applicable imagery were provided for evaluation. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio report revealed the presence of calcification in the stj and landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during the deployment of a 26mm sapien 3 ultra resilia valve (s3ur) at nominal volume, the balloon ruptured transversely. The implanters successfully retrieved the balloon back into the esheath (left carotid) and removed the commander within the esheath as a single unit. This necessitated the preparation of a second 14 esheath and a second commander delivery system, which were then placed back into the left carotid artery. The second commander delivery system was used to post-dilate the 26mm s3ur valve to mitigate paravalvular leak (pvl). Upon follow-up, the field clinical specialist (fcs) confirmed that the balloon burst during inflation. The delivery system (ds) and sheath were removed together without using any instruments to remove the balloon cover. No extra volume was added to the balloon prior to inflation, and no leak was noticed in the delivery system. Blood was observed in the syringe. There was no difficulty with valve alignment, which was performed in a straight section. The surgeon noted blood leaking from the seam of the esheath. Upon inspection after removal, the balloon was found to be torn transversely. The 3mensio report is attached, and the device was discarded.